Event description:
Upon review of info from ecri "health devices alerts" rptr became aware that they had equipment reported as hazardous by other users. Upon visual inspection, two units were found with frayed power cords. The cords are retractable and subject to damage to the insulation.